Manufacturer narrative:
B5 - describe event or problem was updated to provide the correct information on sample results that were reported out. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from us alleged the generation of discrepant results for 3 patient samples when using the cobas liat sars-cov-2 and influenza a/b test compared to the retest results. The alleged samples in the initial test on the cobas liat system (sn 18117) the generated results were: run #1330: sars-cov-2 positive, flu a positive and flu b negative results. Run #1332: sars-cov-2 positive, flu a negative and flu b negative results. Run #1322: sars-cov-2 positive, flu a negative and flu b negative results. These samples were retested on another cobas liat system and on a cepheid instrument. The generated results were negative for all three targets in both instruments. Further review of the data identified an additional potential false positive result. The sample generated positive results for three targets (sars-cov-2, flu a and flu b). This sample was retested in another cobas liat, generated negative results in all three targets. For patient sample 1 (run 1330), only the retest negative result was reported out. For patient sample 3 (run #1322), both the initial and retest results were reported out. Results were not reported out for the other two samples. No harm was alleged. Four (4) mdrs will be filed, one per patient, as per FDA guidance.

Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves have been launched. Consignees have been notified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from us alleged the generation of discrepant results for 3 patient samples when using the cobas liat sars-cov-2 and influenza a/b test compared to the retest results. The alleged samples in the initial test on the cobas liat system (sn (B)(4)) the generated results were: (B)(6). These samples were retested on another cobas liat system and on a cepheid instrument. The generated results were negative for all three targets in both instruments. Further review of the data identified an additional potential false positive result. The sample generated positive results for three targets (sars-cov-2, flu a and flu b). This sample was retested in another cobas liat, generated negative results in all three targets. For patient samples 1 and 3, only the retest negative results were reported out. For patient 2 (run # (B)(6)), both the initial and retest results were reported out. No harm was alleged. Four (4) mdrs will be filed, one per patient, as per FDA guidance.